Event description:
During surgery, it was found that the hex part of the post screw opened up thus the connector could not be assembled. Another post screw was used.

Manufacturer narrative:
Codes will be reported on a supplemental following evaluation of the product.